Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the operation of rotator cuff injury, connect with generator, did not work (could not cut and could not coagulate),entered the yellow button, the generator would alert. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The complaint device was received and evaluated. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power and presented failure on ablation and coagulation mode, was tested several times to ensure the improper functioning. The device will be return to gyrus for further analysis. Supplier evaluation result for vapr s90 4.0mm w/integr hdp: the device was not returned in the original packaging, the distal tip of the device does show signs of damage, the manifold housing also shows a degree of melting, no visible damage to handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance and hipot active-return) as a result the hipot active-return test was fail. The device was connected to a vapr vue generator (gml4854/1), activation test was fail due to instant output short error was occurred, the remaining tests pass. Supplier summary: visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. From our investigation we were able to confirm the customer reported defect of ¿does not cut/coagulate' during testing of the returned device. The most likely cause of the fault seen during the investigation and based on previous similar complaint investigations is a leakage of saline through the distal section of the device due to an incomplete adhesive seal during the gluing phase. Electrodes which exhibit a similar defect have been further investigated through CAPA, which concluded as the risk is below the anticipated rate of failure detailed in the system ra, pfmea and 100% leak inspections are carried out on the manufacturing line the risk is deemed negligible/minor no further corrective or preventative action are required. Both of these capas are now closed. Continuous review of complaints will be performed and if any adverse trend is noted a further review of this decision will be undertaken. A DHR review was performed for the complaint device, and did not indicate any issues with the manufacturing process that might explain the failure observed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d1, d4, g5: the product code has been updated to 228370; therefore, the brand name and 510(k) have been updated accordingly to reflect the correct information. D4: the lot number and expiration date have been updated to u1806024 and 5/31/2021 respectively to reflect the correct information. Therefore, UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during a rotator cuff injury the vapr s90 4.0mm w/integr hdp -ea couldn¿t cut and could not coagulate. The procedure was completed using another device. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information received from the affiliate reported the device will be returned for evaluation.